Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 200 mcg/ml at 35.97 mcg/day, bupivacaine 15 mg/ml at 2.698 mg/day, and infumorph 20 mg/ml at 3.597 mg/day via an implanted pump for non-malignant pain. It was reported the patient had a bad infection after pump implant on (B)(6) 2018 and the infection was discovered on (B)(6) 2018. The next day they operated on him and cleaned it out. The patient had an intravenous (IV) and had a peripherally inserted central catheter (PICC) line for a month. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update ¿ the previous conclusion code was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was reported that regarding symptoms related to the infection, the patient had swelling at the pump pocket site. Regarding diagnostic testing, it was noted that a culture was performed, and sensitivity of fluid aspirate was further noted. (B)(6) was indicated regarding main source of infection. Regarding actions taken, it was clarified that intravenous antibiotics were administered. The infection had resolved. The patient¿s weight at the time of the event was indicated as being not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.